Event description:
It was reported that the patient slipped on something and fell. About two to three hours after that, their implantable cardioverter defibrillator (ICD) was toning. The remote transmission indicated that the device experienced an electrical reset. The reset was cleared and the device remains in use. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Por for illegal address on (B)(6) 2014. Concomitant medical products: 407652 lead, implanted: (B)(6) 2013; 429888 lead, implanted: (B)(6) 2013. (B)(4).